Event description:
Customer reported receiving a battery icon on her unlocked freestyle meter and after changing the battery noticed the uom had changed. There was no report of serious injury, death or mistreatment associated with this event.

Manufacturer narrative:
Tested returned unit. Complaint is confirmed. Performed investigation. Meter is unlocked to mg/dl. Readings with an 18 cal code were found in glucose log. Errors 0300, 0015, 0204, 0800 and 0806 were found in error log. Calibration parameters were within specification. Memory overwrite was observed. Meter is operable. Customers and retailers have been informed through the fa16may2006 letter.